Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No medical intervention or patient symptoms were reported.

Manufacturer narrative:
Review of measured data overtime found normal decrease of battery voltage as well as normal increase of battery impedance.

Event description:
New information on 07/25/2016 indicated that the device had been explanted and replaced on (B)(6) 2016. No further information was reported.